Manufacturer narrative:
The underlying cause could not be determined however evaluation from invacare canada confirms issue: caster wheel split at side. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Caster fell off the rim on the left side. Caster split on the right side.